Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/16/2009 and was last repaired on 10/30/2013 for a non-related issue. Previous repair included replacement of the ratchet gear, sliding pin, and spring. Evaluation of the device observed damage to the comb and left side plate, as well as wear to the roller gear teeth. The customer did not return a ratchet or any cutters for evaluation. As a result, the customer's reported event of the device cranking backwards and not feeding could not be confirmed. A cause of the customer's reported event could not be determined as it was not reproduced during testing; however, the damaged comb and/or potentially damaged cutters could prevent skin from properly feeding through the zimmer skin graft mesher. The device was serviced and returned to the customer.

Event description:
It is reported that, the zimmer skin graft mesher cranked backwards and it did not feed. There was no patient harm or delay reported, and the procedure was completed with an alternate device.